Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the valve was recaptured three times due to positioning difficulties. Recapturing is a feature of the enveo pro device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including the patient anatomy or physician technique. In this case, it was noted that there were kinked vessels and a slightly horizontal aorta. These factors may have contributed to the positioning difficulties, but this cannot be confirmed with the limited information available. Positioning difficulties do not typically indicate a device manufacturing issue. It was then reported that after the third recapture it was no longer possible to deploy the valve as the capsule had separated. The evolut system instructions for use (IFU) gives the following instruction with regard to the number of permitted recaptures: "deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptu red a third time, it must be removed from the patient." The delivery catheter system (dcs) was returned for analysis. The valve was received loaded in the capsule of the dcs. The handle was intact and functioning correctly. Delamination was observed over the nitinol reinforcing frame near the separation site. Delamination between the capsule outer polymer and the nitinol frame, typically occurs when the capsule is subjected to a bending force. Delamination may occur over the spindle/paddle interface if a valve has been misloaded; however, it may also occur due to tracking/positioning in the patient anatomy. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. Fluoro images were also received which showed the capsule separation. Thus, confirming the reported event. Capsule separation occurs due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. In this case it was noted that it was noted that there was kinked vessels and a slightly horizontal aorta. Based on the investigation completed there is no evidence that the product fails to meet specification and this event is most likely not related to a fault condition of the device. The exact root cause of capsule separations is unknown however, it is proposed, based on a review of the complaint information, that patient anatomy (vessel tortuosity <(>&<)> calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are potential contributing factors to capsule damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with the valve loaded in the capsule. The handle was intact. The deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame near the separation site. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was jagged and uneven. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, through smooth but kinked vessels and a slightly horizontal aorta, no issues were reported in advancing this delivery catheter system (dcs) using the inline sheath. After the third recapture due to positioning difficulty, a noise was heard and it was no longer possible to deploy the valve. The capsule separated. Due to the separation, the dcs was unable to be withdrawn from the femoral artery. Subsequently, a cut-down was performed and the device was removed. A non-medtronic valve was implanted with no reported issues. It was reported that there was no unusual resistance during loading and that a misload was not identified. No additional adverse patient effects were reported.